Manufacturer narrative:
Infection medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got an infection from the ins surgery and noticed maybe 2 months after implant. Patient said manufacturer representative (rep) was made aware of the infection at the healthcare provider's (hcp) office maybe 2 months after implant. Patient said they switched sides of their body when they got their current implant. Patient said it was really painful around that side. Patient said the hcp and rep wanted to replace the ins again but the patient didn't want it replaced. The reason for call was patient was inquiring about MRI eligibility. Reviewed and sent MRI guidelines. Reviewed there are MRI compatible leads but patient said they will not do another surgery for their ins and said they will either keep the ins to treat their weak bladder symptoms or treat their other neck/back issues (unrelated to ins). Patient said they would rather take the ins out than get another surgery.